Event description:
The customer reported to maquet that there were rusty parts in the surgical light ceiling support. The customer did not report any fallen parts, or patient injury. (B)(4).

Manufacturer narrative:
A maquet subcontracted field service technician (fst) visited the facility and inspected the device. The technician reported to the MFR by telephone that the hospital employs fumigation methods. The use of fumigation sterilization methods are not compatible with maquet lights and are prohibited per the instructions for use manual. A maquet field rep informed the hospital of the recommended cleaning technique to prevent further recurrences.